Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had cracked distal tip and a loose lens. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Corrected fields: d8, d9 the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: third party repair or modification and improper handling and application of excessive force, impact to the device like fall, shock or similar stress. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.